Event description:
Healthcare professional left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the surface of the device. Observed, deformation. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed two devices but not labeled for side explanted. Clarification to d9- date photo received.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.